Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent temperature alarms occurred while the pump was charging. Reportedly, the issues persisted despite using multiple charging supplies. On some occasions, the pump was warm to the touch when the alarm occurred. On all occasions the pump was not exposed to any extreme temperatures. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.